Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Patient identifier (in confidence): (B)(6). Date of event (mm/dd/yyyy): (B)(6) 2016 medical records were reviewed by post market surveillance staff. Medical records do not contain dialysis treatment records or dialysis progress notes for review. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s myocardial infarction. Patient has a history of cardiac related issues and the patient's cardiovascular co-morbid conditions were a likely contributor to the patient¿s myocardial infarction.

Event description:
Medical records were provided by the patient's dialysis center. Patient was a (B)(6) male who experienced anterior chest pain from shoulder to shoulder, with no radiation that lasted for 10 minutes. Patient's chest pain recurred a few minutes later and the patient went to the hospital. The patient's 12 lead EKG revealed peaked t waves and the patient's potassium level was 5.8. Patient was administered insulin. The patient was admitted into the hospital for evaluation of chest pain. On (B)(6) 2016, the patient had a left heart catheterization that showed right coronary artery stenosis but no intervention was performed. On (B)(6) 2016, the patient started having sinus pauses on the floor three times and patient was transferred to the intensive care unit for the start of dopamine drip if symptomatic bradycardia occurred. However, the patient never required the dopamine drip. Patient was discharged on (B)(6) 2016 and diagnosed with non-st elevated myocardial infarction. Call placed to the peritoneal dialysis registered nurse (pdrn) who stated the patient suffered from comorbidities including carotid artery disease and right coronary artery stenosis. The pdrn stated the issue was unrelated to the patient's peritoneal dialysis regimen or the patient's cycler. The pdrn stated the patient was hospitalized on (B)(6) 2016 due to a heart attack. Medical records state the patient was admitted (B)(6) 2016. According to the pdrn, the patient had not been dialyzing at the time of the occurrence or prior to hospitalization. According to the pdrn, the patient was often non-compliant with his peritoneal dialysis treatments.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic nurse reported a patient experienced a heart attack on (B)(6) 2016 and was hospitalized. Per the nurse the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy if needed. It was also noted the patient was often non-compliant with his peritoneal dialysis treatments. As of (B)(6) 2016 the patient was still hospitalized and undergoing effective dialysis treatment. Medical records were requested.